Event description:
While transferring resident from wheelchair to bed, resident slipped through left hand side of the sling and hit her head on the floor. Resident suffered a head laceration and was put under observation at the local hospital for the next 2 days.

Manufacturer narrative:
Additional info will be provided upon the conclusion of the MFR's investigation.